Event description:
The patient (B)(6) received an scs system including two percutaneous leads on (B)(6) 2011. It was reported that the patient was without stimulation on her right side. A diagnostic test revealed high impedance measurements for both leads. Surgical intervention was undertaken to replace the patient's lead. No fractures were reportedly observed during the procedure and no further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.